Manufacturer narrative:
Continuation of medical devices: 5554 lead, implanted: (B)(6) 2006; 5076 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle twitching and palpitations; pocket stimulation was confirmed. It was noted that the right ventricular (rv) lead exhibited low impedance, polarity switch, and oversensing. An insulation issue was suspected. The rv lead was reprogrammed and then later explanted and replaced. No further patient complications have been reported as a result of this event.